Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient started hurting at their pelvic floor, where the stimulation is felt, around (B)(6). It was stated that they were so sore that they could hardly sit down, and their lower back was ¿killing them¿ to the point that they could hardly walk. It was noted that the patient saw their internist who said it looked like there was a lesion ¿down there.¿ the patient stated that it looked like a canker sore, it felt like it was infected, and it was bleeding. The patient wondered if it was related to the stimulation, noting that it almost seemed like it burned them from the inside, and it hurt like heck when it was up so high. Then patient also stated that it may have been from using wipes to keep clean. It was noted that the patient went to the ER on (B)(6) 2017 and the healthcare professional said that it looked like a sore that had healed up and was no longer bleeding, but it still looked a little ¿rashy.¿ the patient was told to keep the sore clean and put antibiotic ointment on it. Troubleshooting showed that stimulation was on, on program 2 at 2.1v. Stimulation was then turned off, which resolved the patient¿s pain. Stimulation was lowered to 0.0, turned on, and then slowly increased to 0.9v where the patient was feeling comfortable stimulation in the target area; they were no longer feeling the pain. No further patient complications are anticipated or expected as a result of this event.